Event description:
The customer reported a burning sensation and discoloration of the skin on his fingers after handling a sterrad nx cassette. The customer did not seek medical treatment and did not require treatment. The customer ran the affected area under running water. He has not had any further issues with the contact site.